Event description:
A report was received that the patient would undergo an ipg revision due to migration.

Manufacturer narrative:
Additional information was received that the patient has elected not to proceed with the revision due to non-device related issues.

Event description:
A report was received that the patient would undergo an ipg revision due to migration.